Event description:
It was reported that oversensing of noise leading to pacing inhibition was noted on the right ventricular (rv) lead. No intervention performed at this time. There were no adverse health consequences to the patient.